Event description:
It was reported that patient underwent femoral reconstruction using compress finn prosthesis in 2000. Patient returned to surgery in 2006 to replace hinge components. Finn yoke component had fractured and tibial bearing exhibited wear and deformation.